Event description:
The anterior chamber was unstable during the procedure and the posterior capsule ruptured during the procedure resulting in vitreous loss as well as a small piece of nucleus knocked into the vitreous cavity. Following this event, the pt was taken to a medical center where pt underwent a pars plana vitrectomy, lens ectomy, and an intraocular lens implant.